Event description:
It was reported to philips that the system failed to power on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to power on. Upon troubleshooting, fse checked the power supply circuit of the m cabinet when it was turned on and found the mpdu control unit faulty. To resolve the issue, fse replaced the mpd control unit. The defective mpd control unit was returned to philips for failure analysis and the cause of the failure was found to be an electrical defect. Also, there were missing fuses. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.